Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if provided will be submitted in a supplemental report. Pt did not release the device.

Event description:
Pt had a loose femoral component. Doctor removed the stem and head and replaced with a restoration cone conical stem and 36mm head.